Event description:
As reported to medtronic, an attempt was made to use the AED on a pt who collapsed while playing sports. The device did not turn on when the on key was pressed. A back up device was used and care to the pt was continued. The pt was transported to a local hosp. The pt was not resuscitated. A medtronic clinical review determined the pt's outcome was not a result of device operation.

Manufacturer narrative:
The device was not made available to medtronic for performance evaluation, however the device data was retrieved and documents the battery pack is depleted. The root cause for the depleted battery was not concluded.